Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the returned photograph confirmed the reported bone fracture. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical notification received for surgical intervention of right total knee to address infection and chronic extensor mechanism disruption. Date of implantation: (B)(6) 2008, date of revision: (B)(6) 2009, (right knee). Treatment: I&d, synovectomy, and repair of extensor mechanism; no products revised further information received and reviewed: on (B)(6) 2008, the patient underwent a primary right knee arthroplasty due to osteoarthritis and meniscus tear. Depuy products were implanted. On (B)(6) 2009, the patient underwent a right knee irrigation and debridement for infection and repair of extensor mechanism. The patient was also experiencing pain, edema, synovitis, and was febrile. There was a chronic disruption of the patella tendon noted. The surgeon also noted fibrinous tissue. The patient had recently experienced a fall with inferior pole fracture of the patella bone with some displacement. There was no indication of any treatment to address the patella fracture as the surgeon noted the fracture did not affect her function at the time. All components were well-fixed. No components were revised. There were no indicated intra-operative complications.

Event description:
On (B)(6) 2008, the patient underwent a primary right knee arthroplasty due to osteoarthritis and meniscus tear. Depuy products were implanted. On (B)(6) 2009, the patient underwent a right knee irrigation and debridement for infection and repair of extensor mechanism. The patient was also experiencing pain, edema, synovitis, and was febrile. There was a chronic disruption of the patella tendon noted. The surgeon also noted fibrinous tissue. The patient had recently experienced a fall with inferior pole fracture of the patella bone with some displacement. There was no indication of any treatment to address the patella fracture as the surgeon noted the fracture did not affect her function at the time. All components were well-fixed. No components were revised. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, g1, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.